Event description:
Reporter name - (B)(6): stent deployment system tip was broken off inside of patient after deployment of stent and was not retrievable. The tip was trapped in place by a second stents to secure it and prevent migration or harm to the patient.